Manufacturer narrative:
E1: patient city: (B)(6). Patient country: puerto rico, u.s.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set crimped cannula event. Blood glucose levels were going high so the patient took manual injection to treat it. No further information available.